Event description:
It was reported the pt had experienced leg pain since the device was implanted 3 years ago. The pt felt less pain when the device was turned off. The pt was scheduled for reprogramming on (B)(6) 2011. On (B)(6) 2011, the pt stated she was retaining a lot of water and was given medication for it. She also indicated a loss of therapeutic effect and was not helping as much with the retention. On (B)(6) 2011, the pt was seen by a chiropractor for a laser treatment on her shoulder and neck while the stimulation was turned on. A patch was placed on the pt's shoulder which got "very hot" during the treatment. Since the laser treatment, the pt stated her whole body hurt and had pain where the device and lead were implanted. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).